Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that the lead was being replaced because of infection. The removal was difficult and possibly caused by an svc lead "structural defect". No further patient complications have been reported as a result of this event.